Event description:
A report was received that the patient had pocket site pain and nerve irritation when stimulator was on or off. Initial symptom was a shocking sensation at the ipg site. The patient underwent revision wherein the ipg was relocated. The patient was doing well following the procedure.